Manufacturer narrative:
The device was not returned for analysis. The reviews of the finished product electronic lot history record (elhr) for this lot and similar complaint query for this product were not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported device entrapment and difficult to open or close the foot. Factors that may contribute to device entrapment and difficult to open or close the foot include, but are not limited to tissue or suture caught in the foot or posterior cuff partly deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3, b6: estimated date. D4: the UDI is not known as the part and lot number were not provided manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was a venotomy closure with four venous access sites in the right common femoral vein, an 8f sheath proximally, followed by another 8f sheath, a 7f sheath, and another 8f sheath distally. The pre-close technique was used via the proximal 8f sheath access site prior to an atrial fibrillation (a-fib) ablation procedure and the sutures of two proglide devices were successfully placed. The sheath was upsized to 13f and the a-fib ablation procedure was completed. Post procedure, hemostasis at the proximal access site was achieved with the pre-placed proglide sutures. After the a-fib ablation procedure, venotomy closures of the second and fourth 8f sheath access sites were successfully performed using one proglide device at each access site. Reportedly, the proglide device at the third 7f sheath access site was successfully deployed; however, there was resistance during device removal. The lever of the proglide device did not go down easily and the foot did not retract completely. The foot was redeployed, the proglide device was pushed with some gentle forward pressure and the lever was lowered again closing the foot successfully. The proglide device was removed and hemostasis was achieved with the same proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.